Manufacturer narrative:
This report is being filed to correct the type of reportable event.

Event description:
It was reported that this patient experienced shocks and admitted themselves to the hospital. A device interrogation took place and review of the shock episode revealed conducted supraventricular tachycardia (svt) in the ventricular tachycardia (vt) zone. The patient had returned to a sinus rhythm at the time of interrogation. The boston scientific representative advised the physician that the patient should have a cardiology review in order for the device to be reprogrammed or attend the devices following physician's clinic, so the device could be programmed to avoid further inappropriate shocks in the future. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient experienced shocks and admitted themselves to the hospital. A device interrogation took place and review of the shock episode revealed conducted supraventricular tachycardia (svt) in the ventricular tachycardia (vt) zone. The patient had returned to a sinus rhythm at the time of interrogation. The boston scientific representative advised the physician that the patient should have a cardiology review in order for the device to be reprogrammed or attend the devices following physician's clinic, so the device could be programmed to avoid further inappropriate shocks in the future. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the type of reportable event.

Event description:
It was reported that this patient experienced shocks and admitted themselves to the hospital. A device interrogation took place and review of the shock episode revealed conducted supraventricular tachycardia (svt) in the ventricular tachycardia (vt) zone. The patient had returned to a sinus rhythm at the time of interrogation. The boston scientific representative advised the physician that the patient should have a cardiology review in order for the device to be reprogrammed or attend the devices following physician's clinic, so the device could be programmed to avoid further inappropriate shocks in the future. No adverse patient effects were reported. The device remains implanted.